Manufacturer narrative:
Nihon kohden's technical service representative performed troubleshooting with the customer. The customer was instructed to power down the rns (remote network system or remote monitoring system)and to check the cables. Customer found a possible loose power cord. Re-inserted power cord and rns booted up. Suspect the loose power cord caused the "boot screen". Issue was resolved. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Device not required to be returned.

Event description:
The customer reported that the rns (remote network system or remote monitoring system) is stuck on a boot screen.